Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in early-(B)(6) 2017, the pacemaker was checked by a non-boston scientific representative. The device was programmed to vvir when it should have been programmed to a dual pacing mode because the patient was in sinus arrest. It was also noted the ventricular pacing outputs were programmed too close to the patient's threshold measurement, which resulted in no-capture when the device would pace. The patient had not been feeling well for weeks, therefore the physician called in a boston scientific field representative to try and reprogram the device in order to improve the patient's symptoms. The boston scientific field representative noted the physician did not want to extend the device av delay too much since the patient was already experiencing symptoms. The physician wanted to program high outputs with a short av delay. The device ended up declaring elective replacement time (ert) earlier due to programming. Final programming included increased outputs and eventually, the physician agreed to a longer av delay to try and promote intrinsic conduction. The field representative has not received any additional information. The device is expected to reach end of life (eol) battery status within the next three months. At that point, the device will pace at vvi 50. The physician plans to explant the device and lead at that time.